Event description:
In (B)(6) 2018, battery longevity was at 75% and as of (B)(6) 2018, device is eri. On (B)(6) 2018 we were notified by the manufacture that there is possibly a battery defect. This device was explanted and replaced.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, confirming the clinical observation. The device was implanted for 51 months and 22 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. However, a shock delivery was not feasible due to the depleted battery. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected, but an inconsistency between charge counter and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply and th e eos status was removed with a technical programmer to check its functionality. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as amicrocalorimetry analysis. The visual inspection of the battery did not reveal any externalsigns of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed an elevated heat dissipation. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an elevated internal self-depletion and therefore contributed to the clinical observation. In conclusion, the device was implanted for 51 months. An elevated internal self depletion within the battery was found to be the root cause of the clinical observation. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.